Manufacturer narrative:
Product investigation pending.

Event description:
Communication from distributor indicates that AED prompted low battery during deployment. Communication indicates that battery replacement (4x) did not correct device behavior. Date of event not known at this time. (B)(4).